Event description:
It was reported that during a post stent dilatation procedure, difficulty was encountered re-inflating the balloon. As the balloon catheter was removed, it became caught in the stent. Pt went to surgery for removal and bypass. Pt status is listed as "okay".